Manufacturer narrative:
H.6. Investigation: one used sample and three representative samples were received by our quality team for evaluation. Upon visual inspection of the used sample it was observed that there the valve had moved towards the cannula hub luer side, confirming the customer experience. The representative samples were subjected to visual inspection, valve injection test, and the catheter adapter test. The representative samples passed all testing and no abnormalities and no leakage was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 has been initiated to address this issue. H3 other text : see h.10.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l leaked. The following information was provided by the initial reporter: the injection port has a leak. During the operation, the cardioactive medication akrinor was applied. There was a leak through the injection port. At first we didn't notice, we noticed it when the patient did not react to the medication. After that, the medication was injected again and it leaked through the injection port. The medication had to be applied using a 3-way-stopcock, the injection port was closed with a combi-stopper.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l leaked. The following information was provided by the initial reporter: the injection port has a leak. During the operation, the cardioactive medication akrinor was applied. There was a leak through the injection port. At first we didn't notice, we noticed it when the patient did not react to the medication. After that, the medication was injected again and it leaked through the injection port. The medication had to be applied using a 3-way-stopcock, the injection port was closed with a combi-stopper.